Event description:
Related to MFR report #2183959-2012-01020. On or about (B)(6) 2010, a miniarc was implanted. The mesh was implanted to "treat pelvic organ prolapse and stress urinary incontinence." Plaintiff's attorney has alleged that, "after experiencing recurrent infections, severe pain and erosion, plaintiff underwent subsequent surgeries to remove the eroded mesh." It was also alleged that plaintiff had "severe and permanent injuries" and "has sustained and will continue to sustain the injuries and damage."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.